Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently died. The peritonitis was manifested by weakness and cloudy effluent. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with an unspecified antibiotic (drug name, dose, route, frequency, and duration were not reported) for peritonitis. Two days after the event onset, the patient passed away. The cause of death was unknown; however, an autopsy was not performed. Dianeal therapy remained ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available at this time.